Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The blood glucose reading was 147 mg/dl. The customer stated that he tried to change the infusion set about 3 times and still received the motor error alarm. He stated that he cleared the alarm, but the device kept alarming motor error after the fill tubing step. No significant events leading to the alarm were observed. He stated that he did occasionally bump the device while getting in and out of the car. Advised replacement of the insulin pump. Nothing further reported.